Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call of low and high blood glucose readings and hospitalization from the insulin pump. The customer stated that he has been having lows since his hospitalization. The customer stated that he woke up on sunday and his blood glucose reading was 48 mg/dl. The customer will meet up with his health care provider regarding his settings. The customer also stated that he checked his sugar before he ate supper and it was at 100 mg/dl. The customer stated that one he ate half of that sandwich, he started to feel nauseated. The customer stated that he was loaded into an ambulance and taken to the hospital. The customer stated that he was treated with glucagon and other than that, he does not remember. The customer stated that the incident happened about 4 years ago. The customer also had high blood glucose readings but declined to troubleshoot. The customer was advised to call back if the issue persists.